Event description:
A site operating room rep reported during a spinal fusion case with fluoro imaging that they had successfully taken an empty image and an ap, however, after they took a lateral image, the software exited. They re-started the application and went back to take an empty image, but reported that it came over as a white circle with no black dots. The surgeon proceeded with the case without the use of the stealthstation s7 system, as they had not yet gotten into navigate at that point. There was no impact on the pt outcome.

Manufacturer narrative:
The pt's identification was not available from the facility. Software has not been evaluated as of the date of this report.